Event description:
It was reported that the patient underwent a revision surgery to remove a construct due to a broken rod, and replaced with new hardware.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.